Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus massage toothbrush, for dental cleaning (route: dental, lot number 168, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed the toothbrush broke while using it, where the bristles and the handle meet. The consumer experienced the same while using another toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. No product was returned and the lot number reported,168, was invalid; therefore, the device history review and retain samples evaluation were not performed. A review of the trending data by product family reach total care plus massage toothbrush for breaks/falls apart revealed no adverse trends. Based upon an acceptable manufacturing/facility and related product history review, lack of a sample and no adverse trends, a root cause could not be determined for this complaint. This case will be reopened and investigated accordingly upon receiving the sample or valid lot number. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 168 to 2859sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Sample was received on (B)(4) 2012 and visually inspected. Device history review records revealed that the claimed toothbrushes were pre-serial samples and not released for sale. No batch records were available. Further this report document that the equipment is appropriately designed, constructed, placed and installed and the output meet the specified requirements. No batch records were available. Review of manufacturing/facility issues and design/formula/packaging/labeling changes noted there was no related product, process or facility changes and no manufacturing or facility atypical events, deviations or non-conformances. No breakages had been detected at the evaluated validation samples and were manufactured according to specification. The handle breakage of both complaint samples was at the first tuft next to the head. The head cracked in this area because it was a weak point. A changed design made this head area more stable, had been validated . Report document that the equipment was appropriately designed, constructed, placed and installed and the output meet the specified requirements. A review of the trending data revealed no adverse trends and no trend involving this lot number. This was an isolated incident. There were no other complaints received related to this kind of defect. Based on the investigation performed, although the sample verified the defect, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is(B)(4) 2013. Based on quantity of sample received, second emdr report was submitted. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2013-00049. The manufacturer report number for the first product in this case is 2214133-2012-00302. This closes out this report unless other additional significant information is received.